Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly, no unexpected failed battery or numbers sticking. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump's keypad were sticking. Customer reported that most recently, the buttons stuck during a bolus attempt. Customer tried to fix the issue by replacing the battery, then received a failed battery test. Customer stated that the insulin pump had recently been exposed to rain. Blood glucose level was 66.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).